Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 50 months of implant time. Dissatisfaction with regard to device longevity was expressed.